Event description:
It was reported that when using the bd pyxis¿ es server, two new users were unable to log in to the device. The customer confirmed that they received an "unable to authenticate" error message and had already contacted hit to verify the users' roles and directory settings. The customer also confirmed that both users were active in active directory, their accounts were not locked, and the assigned roles for both users were correct.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available.e.1. Initial reporter facility: encompass health rehabilitation hospital of clermonta device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.